Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior (plug strap bond edge) and flat creases. A leak test and microscopic analysis was performed which identified a sharp opening on the plug strap bond edge, wear abrasion, non-penetrating nick and observed void >1 mm in non-textured, and valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (plug strap bond edge) due to an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.